Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The device history was downloaded at the user facility. A review of the device history shows that in 2007 at 0111, the line a of the pump alarmed vtbi complete. At 0113, the pump was programmed in the ml/hr mode to deliver at a rate of 100 ml/hr with a vtbi of 1000 ml and the delivery was started. At 0152, the volumes on both line a an b were cleared. At 0610, the pump alarmed for proximal air a, backprime. At 0612, the pump alarmed for infuser idle and at 0614, the pump was powered off.

Event description:
The customer contact reported, the pt rec'd more IV fluid than intended. At 0113, the pump was programmed to deliver a volume to be infused (vtbi) of 1000 ml at a rate of 100 ml/hr and the delivery was started. Approx 4 hrs later, the nurse reported, the pump sounded an audible alarm, and the IV solution bag was noted to be empty. There were no reported adverse pt effects. No medical interventions were reported. The device was removed from clinical use. Though requested, no add'l info was provided.